Event description:
Wellbefore n95-v1 medical respirator a hole forms at location where strap joins mask. Also the straps broke off on 4 of the 5 masks that I purchased. Manufactured by shandong heidike medicalproducts sold by (B)(6). These masks are sold to health care professionals and consumers as "medical respirators". I have asked the company to post my review on their website, and they agreed but they never did it. FDA safety report ID # (B)(4).